Event description:
It was reported that customer experienced repeated cgm error 42 alerts with g7 sensor on pump, with same cgm error occurring three or more times on this pump and having been reported previously. There was no reported impact to the customer¿s blood glucose level. Customer planned to continue using current pump until replacement arrived, and technical support arranged replacement pump shipment, instructed customer to place problematic pump into storage mode before returning it with prepaid label, and advised customer to reenter pump settings and reconnect cgm on replacement pump, which customer understood and acknowledged.